Event description:
In 2008, the pt reported he has received occlusion alarms on his insulin infusion device for the past 4 days. He stated he was not currently experiencing an occlusion but his last one was this morning. He said the occlusions occur during basal and bolus delivery and this has occurred with 4-5 infusion sets from the same box. To troubleshoot, the pt was instructed to disconnect from his infusion headset and bolus through the tubing. The pt received an occlusion alarm. The pt was then instructed to change the tubing and prime which went through without error. The pt was advised to use tubing from a different box. On follow up, the pt stated he switched to a new box of infusion sets and this has resolved the issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.